Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer stated that when trying to remove the guide wire, it was difficult and the guide wire frayed. The vascular access was lost in the pt.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. (B)(4).